Event description:
This lead was explanted due to it being dislodged. There was total loss of capture and total loss of sensing. There were no adverse events reported for the patient. The hospital retained the device. Should additional information be received, this file will be updated.